Event description:
During a preoperative check of the equipment, customer reportedly noted circuit pressure higher than expected. The circuit pressure was not responding to movement of the apl valve. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).